Event description:
Pt in surgery for lower extremity vascular surgery. On hyperthermia blanket with gel pad and sheets next to pt. Following surgery, burn approx 14 cm by 10 cm on right buttocks was noted. Hypothermia set to warm to 38/100, at the end of the case the temp read 130 degrees, the pad temperature warning light didn't come on and machine didn't shut off at desired temperature.